Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that about 1/3 of the touchscreen was blacked out and unresponsive. Customer stated that at one point the words disappeared/blacked out and only the gray bars were visible on the screen. The customer's blood glucose level was 180 mg/dl. Reportedly, manual injections would be used for alternate insulin therapy.